Manufacturer narrative:
Reviewed the device history records and found no discrepancies. The device was not returned for analysis. After interviewing the contact at the surgery center, it was determined the canister was used during a liposuction surgery. The instruction for use and canister label indicates not to use for liposuction. The root cause is due to user error.

Event description:
(B)(6) plastic surgery center reported a 3000cc suction canister cracked during a liposuction procedure.